Event description:
It was reported that the "speaker was defective alarm". There was no reported patient or user impact.¿ it was reported that the "speaker was defective alarm". There was no reported patient or user impact.¿

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker was defective. It is unknown if there was sound coming from the speaker. It is unknown if the device was in use at he time of report. No adverse or patient event was reported.